Event description:
The user facility reported that the anchor of the angio-seal device involved did not come out of the sheath. The device was removed, and manual compression was done. There was no significant delay of the procedure or significant loss of blood. There was no patient harm. Additional information was received on 09 jan 2023: the procedure performed was a selective internal radiation therapy (sirt) using a 5 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was no pre-deployment angiogram performed; however, an angiogram was done after the initial sheath was placed. The patient was stable. There were no concomitant medical products used with the angio-seal involved.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
H6: investigation findings: code 114 is based upon the complaint description and the investigation of the actual sample; code 213 is based upon the functional testing of the device. This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip was returned for product evaluation. The returned sample included the arteriotomy locator, mated carrier tube and hemostasis sheath, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. All the contents were able to deploy as intended. The complaint was able to be confirmed as a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).